Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Provider states the unit is intermittent alarming.

Manufacturer narrative:
The device was evaluated by the returns department which found that the manifold was defective, sieve bed was saturated, and the 4-way valve was not shifting fully.

Event description:
Provider states, the unit is intermittent alarming.